Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation and low back pain. Concurrent conditions included irregular menstruation. Concomitant products included ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). The patient was treated with fluconazole (diflucan), ibuprofen and surgery (surgery to remove essure coils, microsurgical tubal anastomosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff underwent exploratory laparotomy with microsurgical tubal anastomosis. She received treatment for pelvic pain, dysmenorrhea , dyspareunia, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: result not provided. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events "menorrhagia, abnormal vaginal bleeding, vaginal infection, vaginal discharge was changed from unknown to recovered/resolved". Lab data essure confirmation test conducted "yes" and reporter causality comment was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation and low back pain. Concurrent conditions included irregular menstruation. Concomitant products included ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (surgery to remove essure coils, microsurgical tubal anastomosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff underwent exploratory laparotomy with microsurgical tubal anastomosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs & mr received. Reporter's information was added. Added event abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge. Event onset date was added. Updated outcome of events dyspareunia, pain, dysmenorrhea from unknown to recovered/ resolved. Date of insertion & date of removal was added. Medical history, historical drug, concomitant conditions, concomitant drugs, lab data were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.